Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was received. The inflation syringe was received with the tip disengaged. The valve seal was intact. The locking collar was intact. The balloon appeared intact. The balloon was inflated and did not demonstrate any leaks. There were no other functional abnormalities. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, a review of complaint data revealed no trend for this condition. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during an unknown procedure a needle broke inside the trocar. No other information reported, additional information has been requested.

Manufacturer narrative:
(B)(4). Device evaluation pending completion.